Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in a 14 years old patient that had suffered a car accident, this flotrac sensor displayed incorrect values. There was no allegation of error message reported. The patient died but not related to the device failure but to the patient status. The flotrac sensor was not available for evaluation.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Nevertheless, there are manufacturing controls to avoid potential causes related to the reported malfunction.